Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument would not open after each bite. Customer mentioned resistance. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed, and failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grip tips opened and closed properly. The instrument passed seal and cut test successfully. The instrument was fully functional. No product issue was identified.